Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. It was reported that the anchor broke during insertion. No pictures were provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number and expiration date are currently not available.

Event description:
It was reported that the doctor tried to position the anchor implant (type mitek line code (B)(4)) without force but the anchor breaks. Dr. Xxx xxx . Patient: (B)(6), male. Additional information from affiliate 7/16/2018: I confirm that this device did not return, because it was discarded by the hospital. Additional information from affiliate 8-13-2018: yes, another implant was available to complete the procedure. Yes alternatives were readily available. No the breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The fragments were removed. I do not know if there were any procedural or patient anatomy factors which may have contributed to the breakage. Do not know if surgical intervention was planned. No portion of the device remain in the patient. No patient impact. The implant broke in the middle. I do not know what the patients bone quality was. I do not know if the insertion was off axis. I do not know if the same bone hole was used to complete the procedure. The implant was eliminated and discarded.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The lot number and expiration date are currently not available.

Event description:
The doctor tried to position the anchor implant (type mitek line code 210813) without force but the anchor breaks. Dr.(B)(6). Patient: (B)(6), male.